Event description:
User facility reported they had one event of when placing the saf-t wing into a "full" sharps container the nurse was stuck with the back end of the collection needle. This facility has also stated that they have heard other events of needle sticks, requiring treatment, however none of those events had any further details provided.